Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 60 mg/dl with irritability and confusion associated with an alleged time/date issue. Reportedly, the patient remained on the pump and self-treated with food and/or drink as treatment. During troubleshooting with customer technical support, it was reported that the patient was low in the morning for 2 days. It was then reported that the am and pm were reversed and the time and date did not maintain in the pump. This complaint is being reported because the patient experienced hypoglycemia associated with an alleged time/date issue.